Manufacturer narrative:
The nail was removed the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and no negative outcomes were reported. The device was returned for evaluation. It was observed that the nail was fully retracted. Functional testing revealed that the nail was able to be distracted when tested with both a high speed magnet and erc unit; the device performed as expected. A DHR review revealed that the nail met all the required quality inspections and was released within specifications.

Event description:
A distributor alleged that a patient's precice nail was removed and replaced with a new precice nail after almost two (2) weeks of implantation ; the nail allegedly did not appear to distract.